Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported left side ¿rupture¿. Healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified: device patch with lot number 2371950, red particles and brown biological tissue on the surface of the shell. Labeled as left side. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Patient reported left side ¿rupture¿. Healthcare professional reported seroma. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles on the shell, wear abrasion, and crease flat. A microscopic analysis was performed which identified: sharp broken on radius, stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on radius assessed as unidentified (tear) opening.

Event description:
Patient reported biopsy results showed no cell is positive for cd30 by immunohistochemical stain.